Manufacturer narrative:
Treat testing) was isolated to an unused pulse wire migrated within the ECG electrode and caused intermittent issues for ECG ¿c¿. A root cause investigation determined that the cause of the unused wire migration in the ECG ¿c¿ cable was the lack of a method to secure the unused wire ends. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.